Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the tracheostomy in question broke, the cannula came away from the adaptor where it meets the outer cannula ? An emergency tracheostomy change had to be performed but no harm was done. Once the emergency trache change was done, no other intervention/treatment was required and the issues was resolved.

Manufacturer narrative:
Two (2) photos were attached to the complaint created. Photos showed a tube detached from connector. No other analysis was performed. Based on the analysis conducted in the sample provided, the failure mode reported was confirmed, and the occurrence of this failure condition could be caused by mishandling of the device during unload. The root cause was traced to manufacturing. For corrective action, a customer complaint notification was made to production personnel to explain the importance of following or adhering to the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).